Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code on channel a. The biomed stated that there is no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not the device was in use on a patient when the failure occurred, and no additional contact information was provided.